Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed that the whole lead was returned intact. Setscrew marks were observed on the terminal pin in the correct location. The outer insulation was observed to be damaged, exposing the distal anode ring near the lead tip. The polyurethane tubing near the lead tip also appeared opaque but no damage or exposed conductor coils were observed. The outer insulation exhibited multiple areas of damage consistent with the use of electrocautery likely from the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Analysis concluded that the clinical observations of noise and oversensing were caused by the outer insulation damage from lead-on-lead contact which exposed the distal anode ring.

Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
(B)(4). Information indicates this product is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing during isometric testing when the patient moved his arms. A review of electrograms (egms) from previously stored events also showed the presence of ra noise and oversensing. Subclavian crush syndrome (scs) is the suspected cause. As a result, this lead was explanted and replaced. No additional adverse patient effects were reported.